Manufacturer narrative:
The customer reported that patient data is not visible on the central nurses station (cns), however it is visible on the electronic medical records (emr) system. Restarting the service resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that patient data is not visible on the central nurses station (cns), however it is visible on the electronic medical records (emr) system.